Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis hpca pumps? 2110. Complaint of failing accuracy during testing was confirmed. This was not duplicated as several delivery tests were done and all passed within the published specification of +/-6%. However, it was recommended the expulsor be trimmed to bring with in the specific range. Action was taken to trim expulsor. Device passed all delivery and functional testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110 failed fluid accuracy tests. This occurred with no patient involvement.